Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not working on batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the batteries were defective. After replacing batteries, the unit was handed back to customer in good working conditions.